Manufacturer narrative:
Mml # (B)(4) other explanted device: model: 8145 description: reactiv8 implantable stimulation lead serial numbers: (B)(6) UDI #s: (B)(4).

Event description:
It was reported that the incision site on the implantable pulse generator (ipg) pocket had opened up. No culture was performed, but the device was explanted due to the risk of infection. The ipg and two leads were removed completely without complications. There was no report of patient harm or injury. The patient was treated with an antibiotic. No device was returned for analysis. It was discarded at the hospital.